Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. Upon testing, outside patient's body, it was noted that rotational speed would not display at a low or high speed. No patient complications reported and the patient's condition was stable.